Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany, it was mentioned that the patient's wife reported that the patient has discontinued therapy due to abdominal abscesses that required surgical removal. The abscesses began on (B)(6) 2024, leading to the patient's hospitalization from (B)(6) 2024. The exact date of therapy termination was unknown. The dosage information provided includes krn at 0.21 ml/h, kr at 0.32 ml/h, krh at 0.34 ml/h, and ed at 0.30 ml. No further information available.